Manufacturer narrative:
See d4 serial number, d9 and h11. The device has been returned and evaluated. Device passed all functional testing and is in good shape. Lead wires were tested and show good continuity. The root caused could have been from not properly preparing skin or using off brand accessories could cause burns under stim therapy.

Manufacturer narrative:
It was reported that patient sustained 5 burns where electrodes were places during treatment that were treated topically by wound care using standard burn cream and infection treatments. The device has not been returned for evaluation, the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that patient sustained 5 burns where electrodes were places during treatment that were treated topically by wound care using standard burn cream and infection treatments.